Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 590 mg/dl. The customer stated that her blood glucose levels continued to elevate despite giving herself insulin. The customer was also vomiting. The customer felt that the event was due to the insulin pump not delivering the insulin, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with broken battery tube threads.